Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.50x28mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the strut of the stent was out. The procedure was completed with another stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.50x28mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the strut of the stent was out. The procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.